Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to high, out-of-range pacing impedance measurements. Loss of capture was noted, but it did not result in asystole. Lead fracture was confirmed via fluoroscopy. No additional adverse patient effects were reported.